Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was inserting and apod cage at the l5-s1 disc spacing using a 31x24x8mm cage (21-ta-3108). He noted that the disc space was tight. He is aware that when the handle of the inserter begins to loosen there is a chance that a crack is developing in the cage. The surgeon noted the loosening of the inserter, and when it was removed, a crack began at the inserter hole in the 3 o¿clock position and radiated obliquely toward the tantalum marker to the end of the cage. The procedure was prolonged by about 20 minutes. The cage remained in the pt as the surgeon was already planning to perform a posterior fixation using the pedicle screw system on this pt.

Manufacturer narrative:
Integra¿s investigation determined that there were not related anomalies in the device history record. No complaint sample was available for eval; therefore, root cause analysis was not possible. Corrective action is not required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.